Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained that a coaguchek softclix lancet device did not fully retract and extends beyond the end cap. The lancets were inserted correctly into the device. The customer stated that the lancet device cap locks into place and when she presses the plunger, it seems to come loose and the lancet protrudes through the end cap. There was no accidental fingerstick. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer's lancing device was tested with the received customer lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could always be primed and released correctly. However, the lancet device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegations. The lancing device works in accordance with specifications. Customer returned lancets were investigated with a microscope, but no abnormalities could be observed in terms of the customer allegations. The reported failure on protruding lancets, could not be confirmed during the investigation.